Manufacturer narrative:
Tracking #.45181. Sent: 12/04/1998.

Event description:
The ez35b was used during a thoracoscopy. It was reported the cartridge dislodged from the device. The cartridge was retrieved. There was no consequence to the pt. 09/08/97 the case was completed with an ez45.